Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of one lead is in process; the results will be forwarded when available. (B)(4): no anomalies found. (B)(4): no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4): no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. (B)(4): no anomalies found.

Event description:
It was noted the patient died 3 months after device implant. Follow up determined the patient died in a hospice facility after an extended illness. Additional followup reported the patient died from cancer and the death was not related to the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis summary: (B)(4): no anomalies found. (B)(4): no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4): no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4): no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.

Event description:
It was noted the patient died 3 months after device implant. The cause of death has been requested and not received. Follow up determined the patient died in a hospice facility after an extended illness.

Event description:
It was noted the patient died 3 months after device implant. The cause of death has been requested and not received.